Event description:
A customer reported observing three pt sample results associated with the wrong pt name, and the correct sample ID. Mismatched results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.